Event description:
A us distributor reported that an electrode belt was leaking.

Manufacturer narrative:
Evaluation of electrode belt has been completed. The reported problem (gel leak) has been confirmed. Upon investigation the electrode belt was unable to perform a falloff test. The cause for the failure was isolated to and extra washer was found underneath r2 te connection board. The root cause was due to an assembly issue on one of the rear therapy electrode. There was no adverse event that resulted from the damaged belt.